Event description:
Customer tested 23 mg/dl on the aviva system; low blood glucose symptoms were reported with this result. Paramedics were called, and customer tested 26 mg/dl on professional device. Customer then received the following results on the aviva system: 486 mg/dl, 160 mg/dl, and 29 mg/dl. All reported results were obtained within 10 minutes. Customer was treated with a glucagon injection and was able to drink grape juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.